Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient had to be returned to the operating room, following a sleeve gastrectomy, to drain a hematoma that had formed and receive blood. The staple line was confirmed to be complete. The patient recovered and was discharged. No further information has been made available.